Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On 05/20/2024, the patient experienced a skin reaction with redness and scar under the overlay patch. The reaction was treated with a prescription of a topical cortisone cream or ointment. The patient used over the counter cavilon skin as barrier product and it helped to minimize or prevent the skin reaction. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event inforamtion is available.